Event description:
A caller reported a minimum fill notification, which occurred during an attempt to load a new cartridge into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pump's pneumatic tap area on their next cartridge removal, but as the customer had already advanced past this step, they reloaded the same cartridge, which resolved the issue. The caller was able to successfully load a cartridge and continue insulin therapy.